Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Design and manufacturing controls have been established to mitigate possible causes. It is possible that interaction with the anatomy/other devices and/or a build-up of procedural contaminants (blood, contrast) on the guide wire contributed to the reported difficult to advance, the reported difficult to remove and the reported material too soft / flexible; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported in a general comment that the balance middleweight universal ii guide wire is inferior in material. In a procedure, after using the device three times it starts to lose navigability and get caught on other devices inside the catheter. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.